Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Section d: the manufacturing date for the reported device is prior to 24sept2016 so no UDI required. Section e: reporting institution phone #: (B)(6). Section e: reporter phone #: (B)(6).

Event description:
It was reported that the device showed erroneous parameters when taking non-invasive blood pressure (nibp). It is unknown if the device was in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
Analysis was performed by philips field service engineer (fse), who found that the nibp cuff was worn out and leaking. Based on the results of the analysis, it was determined that the product has malfunctioned, and the cause of the reported problem was the nibp cuff. The issue was resolved by replacing the nibp cuff, and the device was returned to clinical use. Updated product information from the mp5 to the nibp cuff, as the nibp cuff was the cause of the issue.